Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Additional, corrected, and/or changed data: h.6.

Event description:
Healthcare professional reported patient was injected with .55 ml of juvéderm volbella® xc in the vermillion border and body of the lips. Patient experienced ¿a greyish color to the right side of lip and substantial bruising". Hcp believed it was a vascular occlusion and injected 150u of hylenex. Patient came back next day and gloria injected another 150 units hylenex. Full cap refill and looks to be resolved.¿

Manufacturer narrative:
Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Clarification: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported patient was injected with .55 ml of juvéderm volbella® xc in the vermillion border and body of the lips. Patient experienced ¿a greyish color to the right side of lip and substantial bruising". Hcp believed it was a vascular occlusion and injected 150u of hylenex. Patient came back next day and (B)(6) injected another 150 units hylenex. Full cap refill and looks to be resolved.¿